Event description:
This pt contacted facility by telephone on jan. 05, 2000. Stated that pt's knee had been revised becaused the pin pushed out of the poly into a bone and the poly came out of the tray. Pt. Did not know which knee device other than the the fact facility is the MFR. Facility is sending a letter requesting the retrieved devices, and medical records. Implanted.